Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the ketone level was high. The cause of the high bg was not known. A correction bolus was delivered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.